Manufacturer narrative:
A risk review was completed and confirmed that the event of no known device problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: infection is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this pacemaker device system with and right atrial (ra) lead and right ventricular (rv) lead were explanted at barts hospital, due to a suspected infection, of unknown origin. The physician reported seeing the patient in (B)(6) 2025, for pocket erosion, and pocket wash, due to yellow puss drainage. The patient was seen again in (B)(6) 2025 and the wound exhibited brown discharge from the left lateral pocket. The physician reported, the patient was treated with IV antibiotics for 3 weeks. A new pacemaker device was implanted 3 weeks post explant procedure at lister hospital. The patient was continued on oral antibiotics prophylactically. Besides surgical intervention, no additional adverse patient effects were reported. The device is not expected to be returned, due to infection. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct d6b (explant date).

Event description:
It was reported that this pacemaker device system (with ra and rv leads) was explanted at barts hospital, due to a suspected infection of unknown origin. The physician reported seeing the patient in (B)(6) 2025, for pocket erosion, and pocket wash, due to yellow puss drainage. The patient was seen again in (B)(6) 2025 and wound exhibited brown discharge from the left lateral pocket. The physician reported, the patient was treated with IV antibiotics for 3 weeks. A new pacemaker device was implanted 3 weeks post explant procedure at lister hospital. The patient was continued on oral antibiotics prophylactically. Besides surgical intervention, no additional adverse patient effects were reported. The device is not expected to be returned, due to infection. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 (follow-up, what type).

Event description:
It was reported that this pacemaker device system (with ra and rv leads) was explanted at (B)(6) hospital, due to a suspected infection of unknown origin. The physician reported seeing the patient in (B)(6) 2025, for pocket erosion, and pocket wash, due to yellow puss drainage. The patient was seen again in (B)(6) 2025 and wound exhibited brown discharge from the left lateral pocket. The physician reported, the patient was treated with IV antibiotics for 3 weeks. A new pacemaker device was implanted 3 weeks post explant procedure at (B)(6) hospital. The patient was continued on oral antibiotics prophylactically. Besides surgical intervention, no additional adverse patient effects were reported. The device is not expected to be returned, due to infection. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported from the patient advocate, that this pacemaker device was explanted due to a suspected infection. A new device was subsequently implanted. Besides surgical intervention, no additional adverse patient effects were reported. Attempts to obtain additional information have been unsuccessful at this time. The device is not expected to be returned, due to infection. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.